Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display is blank and that he removed the battery for 2 hours and reinstalled it but the display did not return. The customer's blood glucose reading was 144 mg/dl at the time of incident. Troubleshooting was offered but the customer declined. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
No unexpected blank display anomalies or screen type anomalies noted during our testing. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with scratched casing; minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.